Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind, low battery alarm, failed battery alarm and excessive no delivery or occlusion alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were hard to press. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was not as strong delivery insulin, sometimes insulin pump was giving random no delivery error. Customer stated that the insulin pump was rejecting new batteries and also louder in rewind. The insulin pump will not return for analysis.